Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that by the contact that the customer received multiple cartridge alarm 19s during pumping using multiple cartridges. The customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the customer successfully loaded another cartridge. Insulin delivery was resumed. The customer was to continue to use the pump to manage diabetes.